Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " event descriptions: tmk23239 had to recut femur and tibia 2mm to get a 5mm poly in. Tmk23096 excessive external rotation resulting in too large of a posterior condyle resection. Unbalanced. Tmk23201 has to recut tibia 2mm and excessive femoral rotation resulting in too large of a posterior condyle resection. Unbalanced.